Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed from the documentation in this investigation for a broken fork assembly. MDR is being submitted as a result of a retrospective complaint review.

Event description:
One of the rear forks was broken.